Manufacturer narrative:
(B)(6). This device was received for evaluation which is pending and will be submitted within 30 days upon receipt.

Event description:
During a left common carotid artery stenting procedure, the 8x40mm precise pro rx stent could not be released when it reached the lesion. After withdrawn the outer sheath, it was ruptured. Preliminary evaluation of the returned device indicates the stent is protruding by .5cm. Another stent was used to successfully complete the procedure. There was no reported patient injury. The device will be returned for analysis. The patient's diagnosis was the right basal ganglia and right semi-oval center and the right frontal lobe of cerebral lacunar infarction. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel length was about 3 cm with 75'% stenosis. There was no calcification or vessel tortuosity. The stent delivery system did pass through acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The user maintained a fixed inner shaft position during deployment. There was unusual force applied during deployment of the stent. The stent deployed during the procedure. The procedure was successfully completed by using the same catalogue product which succeeded to release.

Manufacturer narrative:
A report was received that the stent of an 8 x 40mm 135cm precise pro rx carotid system could not be deployed. When the device was removed, the outer sheath was noted to be ¿ruptured¿. The procedure was successfully completed with another precise pro rx device with no reported patient injury. The event involved a (B)(6) female patient with a pre-existing left vertebral artery and right common carotid artery stent who presented with right basal ganglia and right semi-oval center and right cerebral lacunar infarction. She was undergoing a percutaneous intervention of a target lesion in her left common carotid artery that was described as 75% stenosed, 3cm long and with no calcification or vessel tortuosity. The patient¿s vasculature was accessed via an ipsilateral approach. The site reported that the product had been stored, handled, inspected and prepped according to the instructions for use (IFU) and nothing unusual was noted about the device prior to use. No difficulty was experienced when advancing and/or tracking the device towards that lesion and the device did not have to pass through any acute bends. The user maintained a fixed inner shaft position during the deployment and no force was applied during this process. Despite these efforts, the stent could not be deployed. When the device was removed, the outer sheath was noted to be ¿ruptured¿. The procedure was successfully completed with another precise pro rx device with no reported patient injury. A non-sterile precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm was received with a separated outer member (27cm from the end of the brite tip) and with the stent partially deployment (by 4cm). Also, dried blood residues were observed in the returned device, no other anomalies were found. Functional testing of the deployment process could not be performed because of the outer member separation. Sem analysis revealed that the body¿s external surface had evidence of elongation at the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent delivery system (sds) - deployment difficulty-premature deployment¿ and ¿sds - deployment difficulty-unable¿ events were confirmed based on the visual analysis. However, these events are very likely related to the separated condition of the returned product. The reported ¿outer sheath - cracked-in patient¿ event was not confirmed based on the visual analysis; though the outer sheath was found to be separated. The exact cause of this event could not be conclusively determined; though the analysis suggests that the device may have been stretched and pulled until it separated. According to the IFU, users are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Given the results of the product analysis, handling and/or procedural factors (evidence of elongation) may have contributed to these events. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.